Event description:
The device was used during a thoracoscopic resection procedure. Reportedly, the instrument did not cut. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
2/24/1998-supplemental report #1 submitted to FDA.